Event description:
The lens opacification was observed in 2002. Date of original surgery 2001. The patient preoperative visual acuity was 20/200. Post-op it was 20/40, the patient is now complaining of haze vision and the v/a has decreased to 20/28. The lens remains implanted.